Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 jun 2019 were reviewed 13 sep 2019 for MDR reportability. On (B)(6) 2016, the patient underwent a right knee arthroplasty due to degenerative arthritis. It was noted the patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and unknown cement. On (B)(6) 2017, the patient underwent a right knee arthrotomy, with synovectomy due to right knee pain with recurrent effusions, and to rule out loosening of tibial component. There was thickening of the synovial membrane, with extensive prepatellar fibrosis around the patella component. No evidence of poly wear and no loosening noted. There were no allegations of failure of the insert, but it was revised. The patella, tibial tray, and femoral component remained. The surgeon reported no intra-operative complications. Doi (B)(6) 2016: dor: (B)(6) 2017 right knee (insert only).